Event description:
A report was received that leakage was observed from the lip of an unopened bottle of disopa. No adverse event has been reported. The product has been kept on a shelf and had not been subjected to any external impact during its storage.

Manufacturer narrative:
(B)(4) solution leak.